Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed fluid leakage at the level of the set access pre pump pressure pod. The lines of the set, including spikes, are provided by a vantive internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the set damage was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the pressure sensor of an oxiris set during priming. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Correction: h6. Should additional relevant information become available, a supplemental report will be submitted.